Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The tifix® portion of the screw exhibited abrasions only on the bottom thread, suggesting that it contacted the plate, but was likely not final tightened/locked. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Manufacturer narrative:
The subject product is in transit for evaluation and the manufacturer will provide a supplemental report to include the results of the investigation as well as: a review of all applicable material, inspection, manufacturing, distribution records according to the description of the products used with the concomitant device(s) will be conducted to determine if products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records will be completed looking for any contributing information/trends. A review of all applicable risk related documents to determine if k2m addresses the alleged screw back out concerns raised in this complaint, and the need of mitigating additional hazards or any changes to severity and frequency values are deemed necessary. A review of the complaint code trends in case they reveal any contributing information as to the cause of this event. Not yet returned.

Event description:
It was reported to k2m, inc. On (B)(4) 2015 that a revision surgery took place in which a screw was removed. The patient reportedly had a screw backout approximately 3 months post-op. Revision surgery took place (B)(6) 2015.